Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 2.2 pocket e1 lid was not opening, which located on 2km. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no failed drawer. A field service engineer (fse) reseated and checked the 2.1 cables for both the main and auxiliary drawers, inspected for missed or defective slide bumpers, and the customer tested the unit with no issues. The system functioned as intended after the field service engineer inspected the device.